Manufacturer narrative:
(B)(4). Batch # u5d518. Component code: (B)(4). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received unfired with the right gripping surface damaged making the reload nonfunctional. In addition, a tyvek was received along with the device. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. It should be noted that as part of our quality process all  devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the ileal bladder replacement surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.